Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens removed and replaced intraoperatively with a longer length lens. Problem resolved. Cause of event was reported as patient-related factor.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).